Event description:
Staff opened and setup hta procerva cassette and soon found that fluid was leaking from the cassette. A second cassette was opened to complete the procedure. Further investigation by clinical engineering found that it appeared the tubing had gotten caught in the roller pump as there was a significant wear spot in the tubing. ======================manufacturer response for hta procerva procedure set, hta procerva (per site reporter)======================manufacturer provided rga# and shipping carton to return product for evaluation.